Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient has experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone corrective surgical procedures, and will likely be forced to undergo additional corrective surgical procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.